Event description:
It was reported that during the procedure when the subject stent was delivered and deployed, the middle section of the stent could not be expanded. When the physician withdrew the subject stent back into the microcatheter to remove it from the patient, it unexpectedly deployed in the microcatheter. The physician replaced the subject stent and microcatheter with new devices and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D9: product available to stryker- updated. D9: returned to manufacturer on- updated. H3: device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent delivery wire (sdw) was returned with the concomitant microcatheter. The stent was not attached to the sdw as per the event description, the stent was deployed unexpectedly in microcatheter. A 0.0265¿ mandrel was inserted into the hub of the microcatheter and advanced and the stent was removed. On removal, the stent fully opened and no anomaly was noted. The sdw was found to be kinked/bent 0.6cm from the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use¿ was confirmed based on analysis, however the reported ¿stent failed/unable to open (when not implanted)¿ was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The size of the flow diverter was appropriate for treatment site. Access was through femoral. The patient received dual anti-platelet agents prior to the procedure, post procedure. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance encountered during the flow diverter deployment. The flow diverter was recaptured/resheathed back during the procedure once. There was a high % stenosis proximal to the stent which most likely contributed to the inability to deploy the stent. The microcatheter was inside the patient when the stent deployed inside the microcatheter. The microcatheter was replaced as the stent deployed inside the microcatheter. In the physician¿s opinion, the cause of the reported issue was that the stent and the microcatheter might have some problem. Product analysis found the sdw was returned with the concomitant microcatheter. The stent was not attached to the sdw (as per the event description, the stent was deployed unexpectedly in microcatheter). A 0.0265¿ mandrel was inserted into the hub of the microcatheter and advanced. The stent was removed and was found to be fully opened and no anomaly was noted. The sdw was found to be kinked/bent 0.6cm from the distal end which indicates the sdw encountered a force during use. As the stent was fully opened on the returned device, the reported ¿stent failed/unable to open (when not implanted)¿ could not be confirmed, however additional information indicated there was a high % stenosis proximal to the stent which most likely contributed to the inability to deploy the stent. An assignable cause of not confirmed will be assigned to the reported ¿stent failed/unable to open (when not implanted)¿ as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. It should be noted the stent and sdw would still have to be connected to retract the stent into the microcatheter but an issue most likely occurred that caused them to disconnect. It is possible the resheath pad got caught in the high % stenosis just as the stent entered the microcatheter tip and subsequently led to the stent becoming detached from the sdw inside the microcatheter. An assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ and analysed ¿stent deployed prematurely during use¿ and 'sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure when the subject stent was delivered and deployed, the middle section of the stent could not be expanded. When the physician withdrew the subject stent back into the microcatheter to remove it from the patient, it unexpectedly deployed in the microcatheter. The physician replaced the subject stent and microcatheter with new devices and continued the procedure without clinical consequences to the patient.